Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, the hemostatic valve inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke while going transseptal. There was immediate blood backflow (not measured, but very little) and they had to abort the transseptal access. The vizigo sheath was exchanged for an agilis sheath, and the issue had resolved. The procedure continued without any further incident. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No medical/surgical intervention was required to stop the bleed. Device evaluation details: according to photos provided by the customer, the hemostatic valve was separated. Additionally, the physical device was analyzed. The sheath was inspected, and visual analysis revealed that hemostatic valve appeared dislodged inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and blood backflow. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, the hemostatic valve inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke while going transseptal. There was immediate blood backflow (not measured, but very little) and they had to abort the transseptal access. The vizigo sheath was exchanged for an agilis sheath, and the issue had resolved. The procedure continued without any further incident. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No medical/surgical intervention was required to stop the bleed. Since there was no excessive bleeding, compromised hemodynamics, or necessity for intervention, this won¿t be considered a patient event but a product malfunction. The hemostatic valve dislodgement is an MDR-reportable issue.